Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure using a 6f sheath. Reportedly, during retraction of the device after suture placement, the suture was stuck on the device. The suture was then cut with scissors and the device and suture were removed from the patient. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. The entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears the suture was caught under the foot during closure of the foot. This may occur if the suture does not free from foot enough during harvest or inadvertently gets caught by the foot in the open vessel. The returned device foot was elevated and distal which is indicative of suture under the foot during closure. The foot was opened and reclosed successfully demonstrating no device issue once suture was removed. The entrapment would occur as the foot is holding the suture which is attached to the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: resistance was noted lowering the lever to retract the footplate. No additional information was provided.